Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) visited the clinic and reported having experienced a shock while exercising. The device was interrogated and found to be operating in safety mode. Subsequently, a replacement procedure was performed. This ICD was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.